Event description:
It was reported that there were 2 occurrences of contamination with bd bbl¿ brucella agar with 5% horse blood. The following information was provided by the initial reporter: it was reported that brucella 221548 contamination.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted MFR report# 1119779-2021-01363 was sent in error. The issue was determined to be auto-hemolysis prior to use and therefore is not considered to be a reportable malfunction.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for additional lot number is as follows: medical device lot #: 1155662. Medical device expiration date: 2021-07-29. Device manufacture date: 2021-06-04. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there were 2 occurrences of contamination with bd bbl¿ brucella agar with 5% horse blood. The following information was provided by the initial reporter: it was reported that brucella 221548 contamination.